Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter-employed nurse from (B)(6) of constipation, "loose motion frequently" (diarrhea), break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date the patient experienced constipation, "loose motion frequently" (diarrhea), and break in aseptic technique, described as patient made a mistake (details not provided). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was reported to be due to a break in aseptic technique. On an unreported date, the patient began remedial therapy with an injection of ceftazidime (dose, frequency not reported, and an injection of reflin (1gm, frequency not reported) ip. The outcome of the constipation, the "loose motion frequently" (diarrhea), and the break in aseptic technique was not reported. The outcome of the peritonitis was unknown. Concomitant therapy was not reported. The cause of the constipation, "loose motion frequently" (diarrhea), and break in aseptic technique was not reported. The nurse confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as patient made a mistake. The assignable cause for the break in aseptic technique was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.